Event description:
This unsolicited case from united states was received on 26-apr-2017 from a nurse. This case involves a (B)(6) female patient who received treatment with synvisc one and after an unknown latency had decreased range of motion left knee and inflammation. The patient's medical history was significant for thyroid disease. The patient had no known drug allergy. Past drugs were not provided. Relevant concomitant medications included ibuprofen (advil), pantoprazole and levothyroxine sodium (synthroid). On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 6rsl032 and expiry date: jun-2019) for left knee osteoarthritis. On an unknown date in (B)(6) 2017, after an unknown latency, the patient had increased swelling, increased pain and decreased range of motion left knee. It was an injection with resultant inflammation for which aspiration of knee was performed and patient was given a cortisone injection and the events resolved. It was reported that osteoarthritis might have played a role in the event. Corrective treatment: cortisone for decreased range of motion left knee; aspiration of knee and cortisone for inflammation. Outcome: recovered/ resolved for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl032 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl032 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 12-may-17, there were 8 complaints on file for lot # 6rsl032: 6 adverse event reports and 2 broken luerlok hubs. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality description: yes. Seriousness criteria: required intervention for both events. Additional information was received on 15-may-2017: global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-may-2017: follow up information received does not changes previous case assessment. Sanofi company comment dated 4-may-2017: this case concerns a patient who received treatment with synvisc and later experienced joint range of motion decreased and joint inflammation with symptoms of increased knee pain, swelling and knee effusion. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. Furthermore, reporting nurse has assessed the events as related to synvisc.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case involves a (B)(6) year old female patient who received treatment with synvisc one and after an unknown latency had decreased range of motion left knee and inflammation. The patient's medical history was significant for thyroid disease. The patient had no known drug allergy. Past drugs were not provided. Relevant concomitant medications included ibuprofen (advil), pantoprazole and levothyroxine sodium (synthroid). On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 6rsl032 and expiry date: jun-2019) for left knee osteoarthritis. On an unknown date in (B)(6) 2017, after an unknown latency, the patient had increased swelling, increased pain and decreased range of motion left knee. It was an injection with resultant inflammation for which aspiration of knee was performed and patient was given a cortisone injection and the events resolved. It was reported that osteoarthritis might have played a role in the event. Corrective treatment: cortisone for decreased range of motion left knee; aspiration of knee and cortisone for inflammation. Outcome: recovered/ resolved for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality description: yes. Seriousness criteria: required intervention for both events. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc and later experienced joint range of motion decreased and joint inflammation with symptoms of increased knee pain, swelling and knee effusion. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. Furthermore, reporting nurse has assessed the events as related to synvisc.